Manufacturer narrative:
It was reported that during removal, the retrieve wire was detached. Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. Since there was no problem at device history record, it is difficult to judge as detachment of retrieve wire caused by device malfunction. Investigation will be conducted once device is returned and if there is any update we will send follow-up report accordingly. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
The patient had previously had a sphincterotomy. Doctor tried to retrieve the stent by pulling on the retrieve wire with grasping forceps. The stent was pulled down the bile duct to the papilla but the stent did not collapse as expected, rather the retrieve wire became detached, leaving the stent stuck at the papilla. He retrieved the stent at subsequent ercp using a balloon to hold the stent and pull it through the papilla.

Manufacturer narrative:
It was reported that during removal, the retrieve wire was detached. As a result of analysis of returned device, retrieve wire was not returned and only stent was returned. There was some residue in stent, and part of detached wire was connected on stent end side. Biliary structure where stent was implanted is narrow and curvy. Ingrowth and/or overgrowth can occur on the stent according to state of patient's lesion after deployment. If removal was tried by force in this situation, it could be hard to remove due to strong resistance. It is, however, impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. Also it is described on the user manual by this firm that visually examine the stent for any tumor in-growth/over-growth into the stent lumen or whether the stent is occluded. If the stent lumen is clear, carefully removed using a forcep and/ or snare. Grasp the retrieval string and/or collapse the proximal end of the stent then carefully retrieve the stent. If the stent cannot be easily withdrawn, do not remove the stent. Caution : do not allow excessive force to remove the stent as it may cause disconnect to the retrieval string. It is considered that it was hard to remove the stent due to the state of patient's lesion and removal was tried in this situation so it caused string detachment from the stent. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
The patient had previously had a sphincterotomy. Doctor tried to retrieve the stent by pulling on the retrieve wire with grasping forceps. The stent was pulled down the bile duct to the papilla but the stent did not collapse as expected, rather the retrieve wire became detached, leaving the stent stuck at the papilla. He retrieved the stent at subsequent ercp using a balloon to hold the stent and pull it through the papilla.